Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On (B)(6) 2016, a pump reservoir volume discrepancy was observed where the expected residual volume (erv) was 7ml and the actual residual volume (arv) was 13ml indicating device system underinfusion. The patient had experienced ineffective therapy. The patient was to meet with the surgeon on (B)(6) 2016 to review a possible catheter revision or further troubleshooting. It was indicated that a catheter dye study was attempted. A different physician performed a catheter dye study the week of (B)(6) 2016. On (B)(6) 2016, it was reported the catheter dye study was attempted but was not able to be performed as they could not aspirate the catheter. Therefore, a rotor study was performed on (B)(6) 2016 and showed that the pump was working fine without any issues. The hcp concluded that there must have been a catheter issue and the patient was to be scheduled for a catheter revision shortly. No other troubleshooting or action was to be taken until that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.